Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/heavy bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 901325) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain/abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In august 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, allergy to metals, psychological trauma, urinary tract infection, hormone level abnormal, weight increased, migraine, nausea, dyspareunia, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion and essure confirmation test conducted on (B)(6) 2012 patient received treatment for : dysmenorrhea (cramping),pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), nickel allergy, uti.. Insertion date: (B)(6) 2012 (discrepancy noted as per pfs). If no removal planned, select reason(s) : unable to afford surgery. Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Imaging procedure: on an unknown date: essure confirmation test(s) (unspecified): bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion, the tubes were both blocked and procedure was successful; on (B)(6) 2012: total bilateral occlusion, the tubes were both blocked and procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: case was upgrade to incident. Events per pfs: vaginal bleeding, migraine, nausea, dyspareunia, fatigue, bloating were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/heavy bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (batch no. 901325) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain/abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, allergy to metals, psychological trauma, urinary tract infection, hormone level abnormal, weight increased, migraine, nausea, dyspareunia, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion and essure confirmation test conducted on (B)(6) 2012 patient received treatment for : dysmenorrhea (cramping),pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), nickel allergy, uti. Insertion date: (B)(6) 2012 (discrepancy noted as per pfs). If no removal planned, select reason(s) : unable to afford surgery. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion, the tubes were both blocked and procedure was successful; on (B)(6) 2012: total bilateral occlusion, the tubes were both blocked and procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.